Event description:
In ths case, the customer reported that they could not hear the pt at the console. Philips service verified that there was no harm to the pt or operator. Philips service determined that the rear gantry microphone had failed and replaced it.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).